Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The physician attempted to advance a 2.75x16mm express2 bare metal stent but was unable to cross the lesion. The distal edge of the stent was "rolled up by resistance with the lesion". No pt complications occurred. Pt status is satisfactory.